Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was between 118 and 400 mg/dl at time of events.